Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that the customer was in emergency room in hospital due to high blood glucose on (B)(6) 2019 with blood glucose of 412 mg/dl. The customer was treated with insulin pump and intravenous drip. The customer stated that it appears as if the insulin pump may not be delivering as it should. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.